Manufacturer narrative:
Through follow-up the surgeon clarified that the damage was a kind of crack in the trailing haptic-optic junction. This issue first appeared approximately 8 months ago. The larger cracks are around 1mm and sometimes are more apparent right after implantation and may decrease after, however do not disappear. No patient harm has been observed in association to the complaints and no iol instability has been observed. As previously communicated, none of the patients required additional medical intervention. The issue has been observed in lenses between 20-24 d and not with higher diopter. This might be associated with the thickness of the lenses and the injection forces balance: thinner lenses = less resistance to the injector force. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found the optic of the intraocular lens (iol) damaged (cracked/marked) after the lens was implanted in the patient's eye. The surgeon decided to keep the lens implanted as the damage was on the periphery. No additional information was provided.